Event description:
The customer reported that there was an interlock failure error message. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.